Manufacturer narrative:
Investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported the controller was not holding a charge. The patient plugged the controller into the charger the battery is 100% and after 20-25 minutes of not being charged the battery drops to 0%.

Manufacturer narrative:
Correction added h3 device evaluated by manufacturer?